Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1376, awareness date 06-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer had essure inserted in (B)(6) 2013. Consumer stated that not only was it painful to put in but the blockage test confirmed that only one coil was in place. They had no idea where the other one was. They asked if she would like to have another coil placed again and she said no without any hesitation. The next year she experienced bloating, looked 6 months pregnant. She bleed everyday. Her moods swings were out of control and the pain was unbearable. The shooting pain was worse then child birth. After a year of this mess she decided to see the doctor again and he ordered an ultrasound. One coil was embedded in uterus and the other was hanging out of fallopian tube. After the discussion of a hysterectomy she went home and balled her eyes. She was only (B)(6) and felt like she was losing her woman hood. Additionally, she stated she was not able to carry a baby anymore. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound scan showed one coil was embedded in uterus and the other was hanging out of fallopian tube. She mentioned a hysterectomy. These events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation/embedment during insertion. In this case, consumer confirmation test showed only one essure coil was in place. Approximately one year later, she had pain and bleeding and the above mention device embedment and dislocation were found at ultrasound. Although the exact mechanism of these events is unknown; given their nature and the positive temporal relationship with essure therapy, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. In this case, consumer stated she discussed a hysterectomy with her physician; according to her she was only (B)(6). The information provided was not clear to conclude if this surgical intervention was actually performed. However, as consumer mentioned at the end of the report she was not able to carry a baby anymore and since no follow-up will be possible; company regards this case as incident (considering a surgical intervention was required). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.